Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope image was blurry. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents and scratches on distal end, intermitted distortion and dents and scratches on outer tube. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction and intermitted distortion was low light transmission. In addition, the cause of the fiber breakage, dents and scratches on distal end, dents and scratches on outer tube, was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.